Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, one of the small parts of the yellow shipping wedge broke and fell into the patient's cavity. The surgeon noticed it and was able to remove it.